Event description:
It was reported by a hospital to the brazil competent authority that this pacemaker appeared to be exhibiting premature battery depletion. No adverse patient effects were reported. Evidence suggests the device remains implanted and in service as the report was for a technical complaint and not an adverse event. No further information is able to be obtained as details of the reporter or health care facility were not provided.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.